Manufacturer narrative:
As reported, the capsure fixation device fastener failed to fixate the mesh. The subject device has been discarded and not available for evaluation. There are multiple potential reasons which can cause the reported failure mode to occur. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in oct 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the capsure fixation device was used to fixate a non-bard/bd mesh with adequate counter pressure. It was reported that few fasteners were did not seat fully into the mesh/tissue and they were removed from the patient's body. It was also reported that a new capsure device was used to complete the procedure with no further issue. There was no patient injury.